Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "discovered upon explant that implant was ruptured" and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "discovered upon explant that implant was ruptured" and capsular contracture baker grade unknown. Physician further reported via operative report "intact implant on the right" and "implants were 330cc and had flipped." Device has been replaced.

Event description:
Healthcare professional reported right side "discovered upon explant that implant was ruptured" and capsular contracture baker grade unknown. Physician further reported via operative report "intact implant on the right" and "implants were 330cc and had flipped." Device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Flipping: unable to observe since it is a medical event and is not related to the device. Additional observations: wear abrasion is observed. Crease is observed. One opening in valve side assessed as cracked valve seat diaphragm valve. Total delamination of valve assessed as adhesive failure.